Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been emitting tones for approximately two months. Upon interrogation the programmer revealed a red fault screen indicating that this product was in fallback mode with limited therapy available. Boston scientific technical services (ts) advised that this product be replaced. No adverse patient effects have been reported. Additional information indicates that this product was explanted and replaced. It was suspected that the fallback mode was related to a competitor's lead issue.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed; however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. Eventually, the uninitialized data variables prevented new tachycardia episodes from being properly recorded and resulted in the device resetting during the onset of an episode of tachycardia. Consequently, the ability of this device to deliver tachycardia therapy was compromised.